Manufacturer narrative:
The product has not been returned. No further information concerning this report is available at this time.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to a feeling of the lead being caught within the lead during insertion. The lead was removed from the body and visually checked, where a small bent section about 10cm from the lead tip was confirmed. The lead was removed prior to pocket closure and another lead was used to complete the procedure. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to a feeling of the lead being caught within the lead during insertion. The lead was removed from the body and visually checked, where a small bent section about 10cm from the lead tip was confirmed. The lead was removed prior to pocket closure and another lead was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
The conclusion code was selected based on the analysis finding of induced damage. The lead damage was confirmed based on visual inspection that shows deformed conductor coils in a few places. The insulation damage was not confirmed, no issues outside of the severed insulation was noted. The observed damage is not deemed to indicate product defect or malfunction but likely occurred during normal use of the product.